Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported provided an echocardiogram (strips) for (B)(6) 12021 from 06:43:16 to 10:30:46. The customer reported an alarm for ventricular tachycardia (vt) is missing. Alarm audit logs were requested but have not been received yet. The device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reported provided an echocardiogram (strips) for (B)(6) 2021 from 06:43:16 to 10:30:46. The customer reported an alarm for ventricular tachycardia (vt) is missing. Alarm audit logs were requested but have not been received yet. The device was in use on a patient at the time of event. There was no adverse event reported.